Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported having issues with an unspecified number of one-link extension sets. The issues were further described as the end of the tubing was "splitting or blowing off" when in use with a pressure injector. This was identified during study setup/preparation. There was no patient involvement. No additional information is available.